Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "pump-fast flow" according to the complainant the patient was to be infused with 6 grams (g) of temociline in 240 milliliters (ml) for 24 hours. Reportedly the infusion was completed in 8 hours.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Root cause analysis: device history record (DHR):- reviewed the DHR for batch 23e10ged41, there is no abnormality and no such defect detected at in process and at final control inspection. Sample/s evaluation: the flow rate report of affected batch 23e10ged41 was reviewed. For final control flow rate (after eto) report, the average flow rate deviation from the nominal flow rate was between (B)(4). Received 1 used and filled easypump ii lt 270-27-s-EU/sa. As received condition, the clamp clip of received sample was clamped, and red closing cone was connected to the patient connector. Visual inspection had done throughout the received sample. No abnormality was observed. The sample was decontaminated and sent for flow rate test ((B)(6)). The flow rate deviation from nominal flow rate for received sample was(B)(4).. The flow rate of received sample was within the specification (B)(4) deviation from nominal flow rate. Summary of root cause analysis: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed. Cause :cause could not be determine. The flow rate of received sample was within the specification after sent for flow rate test, which is according to test method 116008 under lab condition. Corrections/containment plans with effective date: not applicable. Corrective actions with effective date: not applicable. Justification: not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.